Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a broken retractor band and the position sensor. A field service engineer cleaned the debris from the drawer and replaced the position sensor to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system, that an auxillary drawer was unable to open. A customer reported able to get medication from another station and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this incident.